Event description:
Cystoscopy with removal of left stent. Left ureteroscopy with stone manipulation. During procedure, stone bumped up back in the renal pelvis. Engaged stone in nitinol zero tip basket. Stone was withdrawn along with the ureteroscope. As it move through the ureter, there was a sudden release of the basket despite minimal resistance. The distal end of the basket was no longer present. The end of the basket had broken off and was retained in the pt. This required pt to return to the operating room several days later for an open procedure to retrieve the wire.